Event description:
It was reported that the user experienced high blood glucose after forgetting to reconnect the infusion set to the infusion site; the ilet was not paused, alerts sounded, and the user reconnected and monitored, with troubleshooting and education provided regarding infusion set use and beeping alerts. Symptoms included hyperglycemia up to 360 mg/dl for several hours without ketone testing, medical intervention, or immediate health effects. Outcomes included no hospitalization, no professional intervention, no assistance required, and no use of backup therapy. Investigation included user interview and device use review. Investigation of this case revealed user handling related to an infusion set disconnection leading to interrupted insulin delivery, consistent with high glucose alerts. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set management.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.